Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the clinical sales representative (csr) contacted the intuitive technical support engineer (tse) and reported errors on the erbe integrated electrosurgical unit (iesu) generator. The logs confirmed c-34 errors pointing to issue with the iesu. There were no CT scans or esus used during the case. The site continued the case as errors were intermittent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using a force triad generator. Although the errors were intermittent, the surgeon preferred to go with another generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) generator to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The iesu was analyzed and the reported c-34 errors were confirmed at start up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. .